Manufacturer narrative:
The customers reported problem was confirmed. Infusion products global customer support operations. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
(B)(4). Failure device type: failure problem type: failure mode: case resolution: (B)(6) replaced main speaker. But the error still exist. I recommended (B)(6) to replace logic board or send unit in for flat fee repair. (B)(6) will get a po and contact com for rga number to send unit in for repair. Ref: (B)(4)